Event description:
It was reported that multiple intermittent malfunction alarms occurred. The pump was reset the pump, however malfunctions continued to occur. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.